Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the mesh implant may have caused or contributed to the reported recurrence. At this time the mesh remains implanted. With the information available to date, no conclusion can be made. Recurrence is a known inherent risk of hernia repair surgery. Regarding recurrence the warning section of the instructions-for-use states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect at least 3 to 5 cm." Additionally, recurrence is listed in the adverse reaction section as a possible complication. To date this is the only reported complaint for this production lot of 360 units released for distribution in june, 2013. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note the implant and event dates are estimated, as exact dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in (B)(6) 2013 the patient underwent an umbilical hernia repair with the implant of a davol ventralight st mesh. About 5 years later in (B)(6) 2018 the patient had a "ripping" sensation in his stomach after lifting something and went to see his physician. As reported, a CT scan indicated he had a recurrence of his hernia. The patient followed up with the implanting surgeon. The surgeon ordered another CT scan with contrast, the results are not currently available.